Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart had been "fibrillating over a very long period" and the implantable cardioverter defibrillator (ICD) did not "correct it". The patient expressed concern that their ICD was "faulty". The ICD remains in use. No further patient complications have been reported as a result of this event.